Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged, and the air/water tube and jet tube had a foreign material. In addition to the reportable malfunction, the following were noted: due to damage on switch 1, water tightness was lost; due to clogging of the nozzle, no water was fed; the adhesive on the bending section cover had wear; due to adhesive peeling on the bending section cover, the insulation resistance value at the distal end did not meet the standard value; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the plastic distal end cover had a crack; the light guide lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope's air/water duct was blocked. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged, and the air/water tube and jet tube had a foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The initial medwatch reported the returned device found foreign material clogged in the air/water and jet tube during evaluation; however; the customer returned the device without reprocessing due to the device defect which caused the foreign material to remain in the air/water and jet tube. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.